Event description:
As reported by the eye care professional, a patient presented with severe irritation, swollen eyes and secretion associated with contact lens wear. The patient purchased the lenses on (B)(6) 2012, and put them on at the shop. According to the eye care professional, the patient stated the symptoms started on (B)(6) 2012, and she kept wearing the lenses. The patient returned to the shop on (B)(6) 2012. The patient was a new lens user and used a saline solution to clean the lenses. The eye care professional sent the patient to an ophthalmologist who then sent the patient to the emergency room (date not provided). The patient was hospitalized for two weeks. The eye care professional believes the patient is "better" but no information was provided regarding the hospitalization. Treatment and diagnosis after the patient was admitted to the hospital are not currently available. It was reported that the eye care professional believes that poor aseptic technique contributed to this event, as the patient was using a saline solution and not a lens care solution to clean the lenses. The patient's visual acuities have not fully recovered. The patient's father stated the eye care professional never gave them directions on performing lens care properly. The patient's father refused to provide additional information when requested.

Manufacturer narrative:
Product has been requested but has not been returned for evaluation. No manufacturing investigation can be performed as the lot number is unknown. The root cause could not be determined. (B)(4).